Event description:
It was reported to boston scientific corporation that at the 105th annual meeting of the japanese society for gastrointestinal endoscopy (jges) a retrospective review of twelve patients (6 males and 6 females, median age of 81 (62-95) years old) who underwent peroral cholangioscopy-guided electrohydraulic lithotripsy (pocs-ehl) in selected cases such as those with difficulty lithotripsy between april 2020 and october 2022. The spyscope ds ii was used for these procedures. The review found two cases of cholangitis and one case of pancreatitis were reported in patients treated with spyscope ds ii and autolith ehl. These were mild and recovered with conservative treatment. There were no cases of hemorrhage, perforation, or pancreatitis, etc. That required medical intervention were observed as an adverse patient effects.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2023 as no event date was reported. Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6 (patient codes): imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e0733 captures the reportable event of pancreatitis. Imdrf impact code f1205 captures the reportable event of temporary impairment. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.